Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient felt stimulation when stimulation was off. She stated her implant was always off, as it had not been turned on since implant, but she regularly charged it. She charged it the day of the report, and after charging she still felt stimulation in her back and down both of her legs. She also felt a jolt of electricity when she sneezed, laughed or coughed. There were no falls or trauma. It was not positional. The patient spoke with a company representative, who stated the patient did not realize she had turned the stimulator on while charging. The patient was fine.